Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during the load process. The user loaded a new cartridge successfully. The user's blood glucose level was 106 mg/dl. Reportedly, the user went to the emergency room (ER) due not feeling well with a bg level of 101 mg/dl the user was given food and was released the same day. It was reported that the user left the ER with a bg level of 216 mg/dl.